Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed due to low blood glucose. The customer was hospitalized due to kidney issues. Customer stated that they were in hospital for dialysis and they were treated with juice and intravenous insulin. Customer stated that they discontinue the use of insulin pump. The customer¿s blood glucose value was 32 mg/dl. Troubleshooting was not performed. The customer¿s blood glucose was unknown at the time of death. It is unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that this case is for the hypoglycemia 3 days prior to passing. Please see the death report and medical review on the passing in (B)(4). Customer's daughter reported that 3 days prior to passing, customer was removed from pump therapy due to low blood glucose. Cause of low was kidney issue and customer's not eating. Customer was already in the hospital due to a procedure she had received to install a dialysis port and hospital treated her with juice, intravenous glucose and discontinued use of insulin pump system. Incident date for the low was april 1, 2022 per sap for insulin pump. Insulin pump was used at the time of the incident. It is unknown if sensor was used.